Event description:
The event involved a tego® connector. It was reported that patient unable to run dialysis treatment with tego in place. Multiple patients are experiencing the same issues across our program in home hemo dialysis as well as at (B)(6) hospital. Procedure is being followed by nurses and patients. Dialysis runs when tegos are removed from the patient's catheters. The date of event was on 4-apr-2024 and no repeat occurrences. There was a patient involvement and unknown patient harm or adverse event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Three used d1000 tego connectors were received for inspection. Blood residuals were observed in 2 of the 3 tegos. Each tego was accessed with a male luer to activate the devices and see if occlusions could be observed. Two of the tegos were found to be occluded when activated by a male luer. The fluid path was clear on the other tego. The reported complaint can be confirmed on 2 of the tegos. The probable cause is errant silicone adhesive applied during manual assembly during manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.